Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the failure of the printed circuit board caused the images from each port to not show up and b30 was displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a "b30 scope communication error" and a black image due to a printed circuit board failure, and a red/blue/green and y/c signal output ports had no output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the olympus asset evis exera iii video system center displayed a "b30 scope communication error." The issue was found during a repair event. There were no reports of patient involvement.